Event description:
It was reported that the vns patient was experiencing voice alterations at his last office visit so normal mode and autostim output currents were disabled. The physician wanted to try just magnet mode. The patient came back at a later date and the patient's device was interrogated and resulted in high impedance, and adjusting the current down to 0.75 resulted in an impedance of 4700 ohms which was seen as normal. A programming history review was performed for the patient's generator which showed normal impedance values since the time of implant; however the impedance values through history where on the higher end of normal ranges. At this time it is unclear why the impedance is fluctuating between high impedance and normal impedance values. Design history record for the lead was reviewed. The lead passed all specifications prior to release into the field. No additional or relevant information has been received to date. No surgical intervention has occurred to date.

Event description:
The patient was referred for vns explant. No surgical intervention has occurred to date.